Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient was on venoarterial extracorporeal membrane oxygenation (va ECMO) therapy less than one hour prior to initial impella mcs. After insertion of the pump, purge fluid leak alarm sounded with no visible leak. In response to the issue, the purge cassette, purge housing was replaced, but the issue remained unresolved. Consequently, approximately four hours after start of initial mcs, the impella cp pump was explanted and replaced with a new impella cp device. The impella timing was bailout with percutaneous coronary angioplasty to the left main artery. One day after the impella cp support, the patient was escalated to an impella 5.5 device due to the need of long-term support. The patient's hemodynamics did not improve, and the patient expired of multi-organ failure six days later. There is not enough evidence to exclude impella cp as an associated factor in the outcome given initial support with the purge system failure (purge alarms trigger with no visible leak resulting in the need for additional impella intervention procedure). However, of note, the patient received uninterrupted mcs for seven days. Hemodynamics did not improve (medical history and any comorbidities are unknown). Per the report the patient expired from multi-organ failure due to an unknown cause.

Manufacturer narrative:
The impella pump with purge cassette has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The product was returned and evaluated. There were no abnormalities found upon visual inspection. Upon running the pump with a test purge cassette using dextrose five percent (5%) in water, the low purge pressure and high purge flow reproduced with purge pressure at approximately 200 mmhg and purge flow at approximately 30 milliliter per hour. There were no leaks observed. The data logs also showed low purge pressure from the beginning with purge flow at approximately 30 milliliters per hour. The glucose concentration was 5% in field. No other abnormalities were seen with the data logs. Although the pump passed all checks in manufacturing and was built to specification, it is likely that the tolerance stack up of the specific components of this build lead to less resistance and higher purge flow. The root cause of the low purge pressure was most likely a design limitation of the pump. D.10 therapy dates should have been left blank as information was erroneously entered on initial manufacturer device report number 1220648-2025-26060. E.1 revised address line 2 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26060. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26060 as it is unknown if the initial reporter also sent the report to the food and drug administration.